Manufacturer narrative:
Unit received rf pic failed self test alarm during self-test due to faulty y1 rf board. Pump received with minor scratched display window. Unit received cracked case at display window corner. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker. (B)(4).

Event description:
No blood glucose levels reported. The customer reported receiving a couple of failed self-test alarms from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.